Manufacturer narrative:
The device was returned for a screw set anomaly. The field event stated that the atrial lead set screw ¿broke¿ and there was difficulty unscrewing the atrial lead. During analysis, test leads were inserted into each port, and all set screws were able to successfully secure and release the leads using a hex wrench. Further inspection of the atrial set screw under a microscope found the hex cavity to be stripped, but the hex wrench was still able to fully engage the set screw to loosen or completely tighten until the hex wrench clicked. The field event could not be confirmed, and the cause remains undetermined.

Manufacturer narrative:
(B)(4).

Event description:
During an ICD replacement procedure, the set screw would not function and it was difficult to unscrew the lead. The procedure was completed and the patient was stable.